Event description:
Same case as MDR ID # 2134265-2013-00094. It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck in the stent. The 90% stenosed lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. After using a 1.75mm rotablator for ablation, pre-ivus was performed with the atlantis sr pro2 imaging catheter. Pre-dilation was performed with a 2.0mm non-bsc balloon catheter. A 3.5-28mm promus element stent was implanted at 16atm and apposed to vessel wall under angiography. Post-ivus was performed with the atlantis sr pro2 imaging catheter when the guide wire exit port became stuck in the mid part of the implanted stent. Inflation with a nc quantum apex was performed and the imaging catheter was successfully removed. The imaging catheter lost image at the same time. It is commented that it seemed that guidewire exit port got lifted. Another of the same imaging catheter was used and ivus performed which confirmed that there was no problem in the lesion and the procedure was completed. Physician commented that the lesion was severely calcified and tortuous, there is a possibility that some part of the stent might not have been apposed to vessel wall fully. No further patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID # 2134265-2013-00094. It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became stuck in the stent. The 90% stenosed lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. After using a 1.75mm rotablator for ablation, pre-ivus was performed with the atlantis sr pro2 imaging catheter. Pre-dilation was performed with a 2.0mm non-bsc balloon catheter. A 3.5-28mm promus element stent was implanted at 16atm and apposed to vessel wall under angiography. Post-ivus was performed with the atlantis sr pro2 imaging catheter when the guide wire exit port became stuck in the mid part of the implanted stent. Inflation with a nc quantum apex was performed and the imaging catheter was successfully removed. The imaging catheter lost image at the same time. It is commented that it seemed that guidewire exit port got lifted. Another of the same imaging catheter was used and ivus performed which confirmed that there was no problem in the lesion and the procedure was completed. Physician commented that the lesion was severely calcified and tortuous, there is a possibility that some part of the stent might not have been apposed to vessel wall fully. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. One hub wing was bent and imaging core wind up in the hub assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).